Event description:
It was reported that rn noted that the pump pouch containing the smiths medical, cadd pump, cassette, and tubing were all saturated and white powder was noted on all surfaces. No patient death or serious injury. No adverse patient effects were reported.